Event description:
It was reported that during a full supply change with a teflon infusion set, the user inadvertently removed the infusion set from the applicator while peeling the adhesive backing, after which the agent guided a replacement insertion, tubing fill, and resumption of insulin delivery; the device component implicated was the cannula, and the event aligned with an incorrect procedure or method. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the cannula and an incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.